Manufacturer narrative:
This complaint is not confirmed. Although there is no faulty sample returned, the documentation of the incident shows obvious signs of faulty radiography. The catheter was fully visualized at its third picture, but the user claimed that they were unable to see the catheter on the first picture. On the second picture, it was also seen. Having checked the batch history records, no abnormalities were found. Radiopacity test with a 17 step aluminium ladder was passed with a 12 (specification: minium of 5). In the product's IFU, we warn:"the catheter must not be advanced into the heart (right atrium). The location of the catheter within the heart may cause cardiac tamponade or cardiac arrhythmias. It is advisable to make checks of the catheter tip position at regular intervals throughout the usage of the catheter." It seems that the user did not follow this advice, since they took no consequence after being unable to see the catheter after the first picture. No similar complaints were received in 2013 and 2014.

Event description:
A pt died due to cardiac tamponade. The hosp wrote a report about this severe occurrence. According to "step 3-evaluation of the root cause" it was not possible to see the catheter during x-ray exams. However, according to the description in the report section "step2-description of the occurrence/report" it was written the catheter was visualized after the x-ray. In addition, in the x-ray images sent, the catheter could be visualized. The first x-ray was performed on (B)(6) 2014. The second x-ray was performed on (B)(6) 2014 during the morning. The third x-ray was taken after the death.